Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified; broken shell and red particles on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "pain", "worried about recall". Rupture was observed during the explant surgery.

Event description:
Patient reported right side "pain", "worried about recall", and later reported found to be "ruptured" during surgery. Device has been explanted.